Event description:
After medical review of this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case was reported on (B)(6) 2011 by a physician - local reference (B)(4). This case involves a female pt (age unk) who was treated with poly-l-lactic acid (sculptra) three times, over a year ago (indication, dosage, therapy dates, batch number and expiration date unk). This pt visited her physician three weeks ago. She had developed lumps under the left cheek bone and in the marionette region. The physician described the marionette region as very lump and she is concerned about the left cheek. The right side of the pt's face had filled out well, with good results. The physician assured the area was massaged well after the treatment and then by the pt. The pt is not someone who complains about anything, but finds the lumps embarrassing. Significant/relevant medical history: not reported. Relevant concomitant medications: not reported. Action taken: not applicable. Corrective treatment: unk. Outcome: not recovered / not resolved. A ptc (product technical complaint) has been initiated for this report: (B)(4).